Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in columbia as follows: it was reported a drill bit broke intraoperatively on november 14, 2023. The distal blockage is performed freehand which at the time of passing the drill bit. The drill bit does not cut and force is used when passing and the drill bit broke. The same procedure is repeated and the second drill is bent. The tip of drill bit 3.2 remains inside the orifice of the nail in the distal part. This report is for drill bit ø3.2 calibr l145 3flute f/quic for (B)(4).